Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol implant surgery, the surgeon noticed the haptic was broken after it was implanted. The surgeon left the lens implanted and plans to remove and replace the lens on a secondary procedure in the near future.